Event description:
Healthcare professional reported a xen®45 gts "slider didn't work during implantation" in the right eye. No eye injury reported. Surgery was completed with backup device.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h6. Device analysis: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob of the injector in between the start and end positions and the bevel selector in the center position. The injector was received with the needle cover detached from the needle and returned. The needle guide (with the needle within) was observed to be severely bent at the needle hub. The needle was observed to be partially retracted. A gap/separation was observed between both case halves at the needle hub. A stent was not observed within the returned packaging. It is unknown whether the stent is within the injector. An evaluation for the category/ sub-category of injector ¿ slider resistance cannot be performed since a functionality test is unable to be performed due to the condition of the injector. Slider resistance is unable to verify since testing could not be performed as described in the sample investigation.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't work during implantation" in the right eye. No eye injury reported. Surgery was completed with backup device.